Event description:
It was reported to philips that the system was unable to power on. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips remote service engineer (rse) stated that the boot up sequence was missing from the customer. Rse confirmed that the cause of the issue was due to the customer did not follow the correct boot up sequence steps. To resolve the issue, the rse provided the instructions to the customer regarding system boot up sequence, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The boot-up issue appears to have resulted from a deviation in the standard power-on sequence. The user failed to follow the correct startup sequence. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.